Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument and instrument data evaluation. After evaluation, the cse replaced the sample probe and level sense cable. The cse performed probe alignments and cleaned the wash probes. The cause of the discordant hcg result is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant hcg result was reported to the physician(s), who questioned it. The sample was repeated on an alternate system, resulting higher. A second sample from the same patient was tested on an alternate system, which also resulted higher. The corrected hcg result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.